Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from french to english: there is some kind of glue/oil on the top of the piston inside the syringe. Also, the top of the syringe seems oily as well.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from french to english: there is some kind of glue/oil on the top of the piston inside the syringe. Also, the top of the syringe seems oily as well.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-sep-2023. H.6. Investigation summary: three samples with reference 300865 and lots 2302090 and 2301027 received by our quality team for investigation. Through visual evaluation, it can be observed that the syringe is lubricated with what appears to be silicone. A device history review was performed for reported lots 2302090 and 2301027, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lots 2302090 and 2301027 and found to be within specification. Testing was performed on the samples and retained samples, results verified amount of silicone was with the required limits. According to silicone content test performed with samples received, an excess of silicone cannot be confirmed. The silicone noticed by customer may be due to a bad distribution of the material inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from french to english: there is some kind of glue/oil on the top of the piston inside the syringe. Also, the top of the syringe seems oily as well.